Manufacturer narrative:
The event logs have been received, and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was requesting the detailed programming activity of a large volume pump module. The date of event was (B)(6) 2025, sometime between 0730-1130. The customer stated that this was a user error related to how the infusion was programmed. The customer was able to figure out that the infusion was for "bivalirudin" and was subsequently cancelled by the rn. The customer was requesting specific details on exactly how the rn programmed this "basic" infusion, including each element that was programmed. They would like to know if a drug calculation was used of it was programmed directly in ml/hr. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported user error related to how the infusion was programmed could not be definitively confirmed through the facility provided all infusion detail report. Laboratory testing could not be performed due to no devices being returned for investigation. The pcu or its associated logs were not provided by the facility; therefore, a keypress programming analysis could not be performed for this investigation. The all infusion detail report was provided by the facility to investigate programming details; however, the report itself is not validated for log analysis purposes. On 11 july 2025 at 8:50 am the previous infusion was completed, subsequently, the user programmed an infusion with a rate of 20 ml/h and a volume to be infused (vtbi) of 950 ml. The infusion was then started. Three (3) minutes later the infusion was stopped, subsequently, the user programmed an infusion with a rate of 125 ml/h and a vtbi of 20 ml. The infusion was then started. From 8:54 am to 8:58 am the infusion was paused, and the vtbi was changed to 950 ml. The infusion was started. From 11:11 am to 11:13 am the infusion was paused and then restarted. The alaris system user manual v12.3.2 states on summary of warnings and cautions the next statements: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The bd alaris¿ system is not intended to replace supervision by medical personnel. There was patient involvement, but the outcome is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported user error related to how the infusion was programmed could not be identified during investigation. No laboratory testing or log review could be performed since no devices were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was requesting the detailed programming activity of a large volume pump module. The date of event was 11jul2025, sometime between 0730-1130. The customer stated that this was a user error related to how the infusion was programmed. The customer was able to figure out that the infusion was for "bivalirudin" and was subsequently cancelled by the rn. The customer was requesting specific details on exactly how the rn programmed this "basic" infusion, including each element that was programmed. They would like to know if a drug calculation was used of it was programmed directly in ml/hr. There was patient involvement, but the outcome is unknown.